Event description:
Technical services received a call on 05/30/2012. Caller was at a device change out and report that the impedance on this lv lead was greater than 2000 ohms. Caller called and reported that there was no issue. It was a programming error. Lead needed to be switched to unipolar. No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).